Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source does not light and emergency lamp light was blinking. The issue was discovered during preparation before use. The facility finished the diagnostic colonoscopy procedure with another similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted as a correction and to provide the results of the legal manufacturer's final investigation. The device was returned and evaluated, and the customers allegations were confirmed. The turret and igniter were found faulty causing the spare lamp to flash. Additionally there was a worn out socket causing air leakage and the front panel was found cracked. The manufacturing number (7014486) does not identify the date of manufacture because it is either 15 years old or the history is not kept. Therefore, the device history record (DHR) could not be confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. This report has been submitted by the importer under this MDR report number 2429304-2024-00114.

Event description:
There was approximately a 35-minute delay while they waited to use the unit from another procedure room. The patient was under monitored anesthesia care (mac) sedation, not general anesthesia.